Manufacturer narrative:
According to gore® tag® thoracic endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Reportability of death patient's death was due to pneumonia, which occurred several years after the implantation of the stent grafts. Therefore, the patient's death is determined not to be related to the device.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses (tg3420/06616636, tg3415/06650134). Below the left subclavian artery, the tg3420 was deployed proximally and the tg3415 distally. The procedure was concluded without any endoleak occurring to the patient. On (B)(6) 2009, the patient was discharged of the hospital. On (B)(6) 2009, a follow-up imaging revealed a proximal type I endoleak with aneurysmal diameter of 48.4mm. A wait-and-watch approach was taken to the endoleak. In two more follow-up studies later, the proximal type I endoleak had still persisted, but reintervention had not been performed. On (B)(6) 2010, in one-year follow-up study, the aneurysm had enlarged to 55.8mm with the persistent proximal type I endoleak. The patient was implanted with an additional stent graft (tgt3420/7750952) to treat the endoleak. In later follow-up studies after the reintervention, the proximal type I endoleak had still persisted with aneurysm enlargement. On (B)(6) 2013, in four-year follow-up study, the proximal type I endoleak had been resolved, but a type ii endoleak had occurred to the patient with aneurysm enlargement to 69mm. On (B)(6) 2013, a coil embolization procedure was performed to treat the type ii endoleak. On an unknown date in 2013, the patient expired at another hospital due to pneumonia.